Event description:
It was reported that the epiq cvx ultrasound system control panel lowered faster than expected when the brake was released. There was no patient or user harm associated with this event. The philips service engineer replaced the control panel gas struts to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow-up report will be submitted.